Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: the alarm history showed one call service (cs 064) alarm. A rewind, load and prime sequence was completed and the pump was exercised for 24 hours with no alarms occurring. The pump cover was removed and there was no internal moisture or damage observed. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.